Event description:
During procedure davinci monopolar curved scissors failed causing a burn to the small bowel. Instrument was also difficult to remove. Instrument was replaced without further incident or problem. Surgeon over sewed burn area as a precaution.

Event description:
During procedure davinci monopolar curved scissors failed causing a burn to the small bowel. Instrument was also difficult to remove. Instrument was replaced without further incident or problem. Surgeon over sewed burn area as a precaution.